Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, customer encountered non-recoverable error # 319. Tse confirmed error #319 in logs on video processor (vp). Tse walked caller through emergency power off (epo) of vision side cart (vsc) and vp and cleaned and reseated the gray fiber cable on both ends, but issue persisted. Caller swapped vsc to perform case. The procedure was aborted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was found prior to the procedure starting, no ports were placed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure was replicated. This unit was installed into the test system, running a video test, 1 minute sine cycle, 10 power cycles & sitting idle for 1 hour. During the tests, the technician replicated the reported failure. The unit was returned without bezel and filter. The complaint was confirmed based on the failure analysis.